Event description:
Asr revision, asr resurfacing- left, reason(s) for revision: pain, trauma, femoral neck fracture on resurfacing (within 3 months of post op). Falls outside of CAPA due to trauma and femoral neck fracture on resurfacing (within 3 months of post op) being reasons for revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: pain, trauma, femoral neck fracture on resurfacing (within 3 months of post op). Falls outside of CAPA due to trauma and femoral neck fracture on resurfacing (within 3 months of post op) being reasons for revision. Update received: 23rd june 2014 - marked as legal, added kennedys reference number and added hospital: (B)(6) hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr resurfacing- left. Reason(s) for revision: pain, trauma, femoral neck fracture on resurfacing (within 3 months of post op). Falls outside of CAPA due to trauma and femoral neck fracture on resurfacing (within 3 months of post op) being reasons for revision. Update received: 23rd june 2014 - marked as legal, added (B)(6) reference number and added hospital: (B)(6) hospital. Update 4 july 2014 - this is a (B)(6) regions claim and therefore (B)(6) are unable to provide the requested information (patient demos). According to (B)(6) never receive information and so patient demos cannot be obtained.